Event description:
A patient in china experienced vision loss after undergoing treatment with a visumax device. The treatment was carried out using a contaminated treatment pack. The patient suffered a loss of 3 lines of best corrected visual acuity (bcva) in their left eye (os).